Manufacturer narrative:
Follow-up #1 date of submission 12/28/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The meter was not returned with the pump for investigation. The pump powered on appropriately and paired successfully with a test meter. Boluses were executed using the test meter remote with no issues and accurately recorded in pump history.

Event description:
On (B)(6) 2012, the patient's mom/reporter contacted animas on behalf of the lay-user/patient to report an insulin delivery issue using the meter remote. On the day of the call, the reporter claimed she programmed 2.0 units of bolus insulin via the otp meter remote at 2:50 pm to cover for 30 grams of carbohydrate intake. Subsequently, when she checked a later time, there was no record of the insulin delivery at 2:50 pm. In addition, the patient's blood glucose reading elevated to greater than 300 mg/dl. The patient's mom was concerned that the meter remote and the animas pump are not working together. There was no product misuse. The reported issue was not resolve with training. The patient claimed the animas pump did not give any communication error at the time of concern. This complaint is being reported due to the alleged insulin delivery issue between the meter remote and the insulin pump. There was no report of any symptoms or required hcp medical intervention to suggest a serious injury at the time of concern.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).